Event description:
It was reported that the patient with this pacemaker showed an abrupt change in heart rate. The patient has minute ventilation (mv) feature on with an abdominal can with epicardial leads. Both of these are not recommended for mv and technical services recommended xl feature on and mv off. Other reprogramming options were also discussed. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.